Event description:
A malfunction alarm identified as "malf 12" was reported, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the reset, ensuring further functionality. The customer was advised to continue using the pump.